Manufacturer narrative:
(B)(4). Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Reportedly, a minimum fill message occurred after the cartridge was filled with 400 units of cold insulin. The customer's blood glucose level was 162 mg/d. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.